Manufacturer narrative:
After battery installation, the unit powered up with a blank display. After further examination of the unit¿s interior, electrical board 1 shows signs of previous moisture presence and corrosion around the battery connectors, on both the keypad and force sensor cables, and on components located at the bottom of the board. Unable to perform the displacement, and self tests due to the blank display. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump¿s key are not responding while trying to rewind. Customer¿s blood glucose was unknown. Customer stated that insulin flow blocked alarm over night, numbers are not ramping on their own and scroll bar is not moving with no input. Customer also stated that menu button does not take them to the menu screen, using the up arrow does not allow them to navigate screens and using the down arrow does not allow them to navigate screens. Customer was advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be return for analysis.